Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomed. It was noted that the customer had switched to an alternative monitor for the patient. There was no error messages noted for this issue at the time it occurred. Based on the results of the analysis, the product malfunction was unable to be confirmed but could not be ruled out as occurring at the time of the reported event. As for precautionary measures, the customer had switched the patient to another monitor. A review of the service history for this device shows no other complaints have been received for the reported issue on this device.

Event description:
Philips received a complaint on a patient monitor efficia cm10 indicating that the nibp was incorrect. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported